Event description:
Pt admitted for rotator cuff repair, pain catheter was inserted into glenohumeral joint and one into subacromial space and hooked up to pain pump. M.d. Noted pain pump catheter broke off after insertion. M.d. Thinks tip/end portion got left in pt. M.d. Will not do anything as of now, will wait until pt heals, and probably will schedule to return to or. Three days later: removed items from stock until/further investigation.